Manufacturer narrative:
Pump immediately alarmed an open book image once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Test p-cap and reservoir locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Critical pump error (open book image) was found during testing due to moisture damage on the electronic assembly moisture damage was noted found on electronic assembly, motor, and force sensor. Unable to verify customer's complaint for no com pump to xmtr due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had inserted 5 sensors that would not connect. The customer reported no adverse event. The event involved product(s) mmt-1884, unk_sensor. Troubleshooting was performed for loss of communication between pump and transmitter. Transmitter serial number was not in the manage devices screen with no known reason as to why it was deleted. Troubleshooting was performed for sensor warm up not started. No harm requiring medical intervention was reported. No product return is required for unk_sensor. Mmt-1884 returned for analysis.